Event description:
Pt experienced reaction. Upon initiation of dialysis, complained of lower back pain. Dialysis was stopped; blood was not returned. Another t220l dialyzer was primed and used, treatment continued without problem.

Manufacturer narrative:
The factory reviewed the test record of the questioned lot number for sterility and limulus test for pyrogens which were performed prior to shipment; no abnormality was noted. Retention samples from the same lot were tested for limulus pyrogen test, hemolysis test, pyrogen (rabbit) test, acute systemic toxicity, and intracutaneous toxicity test. No abnormality was determined. Co is unable to determine the cause of the incident.